Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the physician had an issue with the r2p destination slender sheath tracking up the radial artery. The patient was fine, and the procedure outcome was successful. Additional information was received on 27sep2019. The procedure performed was an angiogram. The doctor pulled the sheath out and replaced it with another 5fr terumo sheath. The patient's condition was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.